Manufacturer narrative:
H4: the lot was manufactured from october 22, 2021 - october 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed droplets of fluid inside the device bottle which suggested a leak may have occurred. The reported condition was verified. Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The leak was further described as, ¿water droplets inside the hard plastic case". The filling solution was 0.9% normal saline and fluorouracil of volume 240ml. This occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.